Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was burn/temporary injury from unit. The unit was changed. Generator passed in the test performed after the procedure with no failure in the performance test.